Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device received an 110.6021 error. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/06/2019 to present date 01/08/2021, and note that this device has been returned for service once, without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device received an 110.6021 error. There was no patient involvement.

Event description:
The customer reported that the device received an 110.6021 error. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the unit received for 110.6021. Replaced the keypad assembly. Pm performed. All tests passed. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/06/2019 to present date 01/08/2021, and note that this device has been returned for service once, without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to manufacturing issue to the assembly case front w/keypad - stuck key. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #1120033 for unresponsive keys.